Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively on a laparoscopic right hemicolectomy, the surgeon approached and clamped the tissue, then the device's green button was pressed, but after pressing the button, the first firing could not be performed. A new reload was used to complete the procedure. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.